Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing right atrial (ra) noise causing multiple atrial tachy response (atr) episodes. The patient is pacemaker dependent and reported feeling dizzy. The device sensitivity was reprogrammed which resolved the issue. The device remains in service.